Manufacturer narrative:
B3.: date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. No physical damaged was found on the device. As a result of checking the log, it confirmed, that there was a record of continuous nda (no disposable attached) alarms, during pump operation. Performed functional testing. The customer's reported, issue could not be confirmed. The problem was possibly created by a defective downstream sensor or cassette product. Returned unrepaired to the customer at customer's request. The service history review identified, there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported, that there were frequent cassette-less alarms. There was patient involvement. And no patient harm/adverse event reported.